Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineer investigated the reported machine on site. The air gas module has been replaced to resolve the issue and sent back for technical investigation. The returned gas module has been tested in a machine. It failed the pre-use check with internal leakage, pressure transducer and flow transducer tests. During ventilation, it alarmed for o2 concentration low as the o2 concentration was 41% instead of 60%. We could see that the air gas module delivered extra volume which affected the gas mixture that resulted in lower o2 concentration than set. By visual inspection it was noticed that a capacitor on a circuit board inside the gas module was broken due to excessive mechanical force. One of the reasons it could be that the gas module had been dropped on the ground. Replacing this capacitor resolved the issue. The root cause for how the capacitor got broken is not established.